Event description:
The customer contact reported a "suspected backcheck valve failure." The tubing set was used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported an unspecified backcheck valve failure. There were no reported adverse pt effects and no reported delay in critical therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info including specific event details and pt info. No response was received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This device was identified as part of a customer identification dated november 24, 2009. (B)(4).